Event description:
Pca cassette was changed on 5/3/98, the nurse did not use the key to access the cassette area - used a coin instead. The morning of 5/6/98 pt began to complain of severe pain. Pt was evaluated by md and found to have blood backed up in the tubing and morphine bag. The clip that holds the infusion line onto the pulsating component of the pump was disconnected.